Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. Kinks were noted 29.8cm and 61.1cm from the strain relief. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. Peeled pebax was noted on the barrel of the balloon, 3.1cm from the distal tip. Additionally, pebax was also noted to be pulled off the balloon and over the distal tip. No frayed fibers were identified. No other anomalies were observed along the length of the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with slight resistance at the kinks. The inflation hub was connected to an in-house inflation device, and the device was inflated to the rated burst pressure (26 atm). This no leaks, ruptures or any other anomalies were observed. The balloon was deflated without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. A visual inspection identified the outer pebax material had peeled off in two locations; however, no frayed fibers were identified anywhere on the device. Therefore, the investigation is unconfirmed for frayed material, and is confirmed for peeled pebax. Additionally, the device was able to be inflated and deflated without issue. Per the reported event details, the lesion was calcified; therefore it is possible that patient factors contributed to the peeled pebax. However, the definitive root cause for the peeled pebax could not be determined based upon the available information. Labeling review: the current (B)(4) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Dilatation and deflation the balloon: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath.

Event description:
It was reported that during an angioplasty procedure, frayed material of the pta balloon was allegedly found on one side of the balloon. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, frayed material of the pta balloon was allegedly found on one side of the balloon. There was no reported patient injury.